Event description:
Information was received indicating that the cadd solis vip pump displayed error 45984. There was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, power up self-test process and functional test were performed. The customer reported problem could not be confirmed. However, investigation found error in ehl log multiple times. Therefore, investigator replaced the pump main pcb for preventive. Perform a full pm and functional test and passed. The problem source of the reported problem is unknown.